Manufacturer narrative:
Device is combination product. Event date: (B)(6) 2013. If implanted, give date: (B)(6) 2012. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the stent occlusion occurred. In (B)(6) 2012 an ion stent was implanted in an unspecified lesion. One year later the stent became occluded. An additional stent was placed under "emergent circumstances" to treat the occluded stent. Additional information was requested and is not available.